Event description:
Boston scientific received information that this lead was exhibiting an increase in impedance measurements from 1100 ohms to 1700 ohms. No adverse patient effects were reported. ,

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and stated the impedance is still within normal limits but the increase could be a concern. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.